Manufacturer narrative:
G2: country belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that healthcare professional (hcp) saw patient for consultation who has started indiba therapy. At the time of indiba therapy patient turns off implantable neurostimulator (ins). After the last indiba therapy, patient's ins could no longer be started and when communicating, as they received the following error 'data lost'. When hcp wanted to read the ins today, hcp first had to select its ins serial number again. After setting the serial number, the system was functional again. The impedance, battery status or program settings showed no further details. When the ins was started on patient's initial program, the patient had a normal sensory response.